Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of burnt odor from the device. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the reported problem. A visual inspection was performed with no issues noted. The device passed the homechoice return instrument test evaluation (rite) electrical test and the rite functional test. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a system error 2049, the home patient (hp) reported that the homechoice device had a burning smell when they powered it back on after cycling power. There was no patient injury or medical intervention reported. No additional information is available.